Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump screen was scratched and making it harder to sew. The customer's blood glucose was unknown. The insulin pump was rejecting new batteries, buttons sticking on insulin pump, scratched screen making it harder to saw, cloudy screen, squirting when priming, louder grinding with pump rewind, unexplained no delivery alarms. The insulin pump will not be returned for analysis.